Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that lead alerts had triggered for low right atrial (ra) and low right ventricular (rv) impedance. It was further reported that the patient had previously underwent an ablation procedure at the same time as the impedance drops and lead alerts occurred. The impedance values returned to normal readings following the ablation procedure. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.